Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced an increase in impedance over the last several years to a high impedance value. The right atrial (ra) lead was scheduled to be replaced during a routine generator change. During the lead revision, pus was noted in the generator pocket. An infection was suspected and the entire implantable pulse generator (ipg) system was removed. The patient was treated with a course of antibiotics prior to implanting a new device system. No further patient complications have been reported as a result of this event.